Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacy staff reported with a description that, the implant was not folded in the cartridge and there was a placement failure. Additional information has been requested.